Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The initial report occurred on (B)(6) 2016 and was found to be a non-reportable malfunction based on the information available at the time the event occurred. On 01/17/2017, a retrospective review related to a CAPA was completed for all events where the reported malfunction was not previously associated with serious injuries; the reporting determination has been revised to consider these malfunction events reportable. Investigation of returned suspect device finds that the failure was an electrical issue caused by a weak battery in the motion controller. The battery could not hold a charge. Replacement of the motion controller battery resolved the issue. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported a motion error message: ¿reset motion controller and re-home the magnet¿. The issue was resolved by performing the recommended actions that were displayed in the messages and the messages did not pop-up again. However, the motion system failed at the end of the surgery after it was removed from the patient. There was no patient present when this issue was identified.